Event description:
The ge oec 2600 fluoroscopy system would not boot up correctly or system would have uncommanded shutdowns.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the motherboard, hard drive, and upgrade software. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provided any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.